Event description:
It was reported by the customer that a bd pyxis¿ medbank tower was offline, and items could not be added to the patient's profile. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was offline. A technical support specialist found that the cabinet was not communicating with the pharmacy's communication router. The facility's it department tested the ethernet port for connectivity. The tss later confirmed with the customer that the cabinet had an internet issue due to the building's condition. The tss then remoted into this cabinet, all drawers populated in the medbank application, and no anomalies were found. The users were now able to add the medication. The it team had already visited the site, and the cabinet system appeared to function normally. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower was offline, and items could not be added to the patient's profile. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.